Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the evaluation also identified additional findings of cracks/damage on the video connector and light transmission failure. Based on the results of the investigation, the most probable cause of the findings is component failure. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device light fiber was damaged. The issue occurred during maintenance. There was no patient involvement.

Event description:
It was reported that the subject device light fiber was damaged. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.